Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain in the body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion intervention required), myalgia ("muscle pain"), neck pain ("neck pain") and migraine with aura ("ophthalmic migraines") and was found to have triple negative breast cancer ("triple-negative breast cancer"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pain, myalgia, neck pain and migraine with aura had not resolved and the triple negative breast cancer was resolving. The reporter provided no causality assessment for migraine with aura, myalgia, neck pain, pain and triple negative breast cancer with essure. The reporter commented: triple-negative breast cancer, muscle pain, neck pain, ophthalmic migraines. Patient's current status: cancer remission, pain in the body diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain in the body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion intervention required), myalgia ("muscle pain"), neck pain ("neck pain") and migraine with aura ("ophthalmic migraines") and was found to have triple negative breast cancer ("triple-negative breast cancer"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pain, myalgia, neck pain and migraine with aura had not resolved and the triple negative breast cancer was resolving. The reporter provided no causality assessment for migraine with aura, myalgia, neck pain, pain and triple negative breast cancer with essure. The reporter commented: triple-negative breast cancer, muscle pain, neck pain, ophthalmic migraines. Patient's current status: cancer remission, pain in the body diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.